Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. A new pacemaker system was implanted. This device has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a steady increase in right ventricular (rv) lead impedance and noise on the rv channel. A new pacemaker system was implanted. This device has not been received for investigation. No additional adverse patient effects were reported.